Manufacturer narrative:
Date of birth: (B)(6) 1953 (previously submitted as ni) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set would not flow. This was identified during administration of a bolus. After 15 minutes, the bolus did not flow but the pump continues to function normally. There was no report of patient injury or medical intervention associated with this event. No additional information is available.